Event description:
The pt received pain relief from an on-q infusion pump following a hernia operation. The infusion period lasted approximately 2-1/2 days; after which, the pt did not remove the catheter provided with the pump for 3 additional days. Subsequently, the pt developed an infection. Infections can and do occur in some cases regardless of the pain relief method used (placebo-controlled trial of local anesthetic infusion in day-case hernia repair - british journal of surgery 1998;85;797-799). Although the direct cause of the infection is not evident, factors, unrelated to the performance of the product, i.e. Catheter left in pt, may have contributed to this incident.